Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) unit involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint. The unit was tested on an in-house system which failed in normal mode as error 32098 was triggered. The acm was switched with a new acm and the error went away, the original acm was re-installed, and the error returned. The unit was also tested on a testing platform and passed all tests that were performed.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the repeated recoverable errors for arm 4. The fse replaced the universal surgical manipulator (usm) to correct the reported error in accordance with isi procedures to resolve the reported issue. The system was tested and verified as ready for use. The complaint regarding repeated recoverable errors was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue. The usm unit involved with this complaint has been returned for evaluation. However, the failure analysis investigation has yet to be completed. A follow-up MDR will be submitted post engineering evaluation or if additional information is received. This complaint is being reported based on the following conclusion: a universal surgical manipulator (usm) was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. The fse was able to confirm the reported complaint and replaced the usm after the procedure was completed. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the nurse reported arm 4 kept generating recoverable errors. The customer opted not to reboot during the call and stated they would keep hitting the recover button. The customer continued with the case as is. The technical support engineer (tse) confirmed repeated 32098 errors in the logs pointing to a brushless motor controller error in universal surgical manipulator 4 (usm). The tse gathered case information and ended the call. The nurse later called back and reported the arm kept erroring out therefore the tse advised the customer to disable the arm if possible to continue. The customer disabled the arm and the surgeon continued with the case using 3 arms. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.